Event description:
It was reported "crush-induction for uroceptic pregnant women (week 34). C-mac image went out just during intubation. Obviously, the due to the battery end. Intubation finished by using normal laryngoscope. Spo2 of the patient came down quickly ad 34% but returned to normal level quickly after the intubation and ventilation".

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).